Event description:
It is reported that the pt's left knee was revised due to loosening and pain.

Manufacturer narrative:
Evaluation summary: no devices or photos were rec'd; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, and type of activity (low impact vs high impact). There is insufficient information to perform a probable cause analysis. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.